Event description:
It was reported that patient had a damaged automated pd set with cassette. The patient line had a slice about an inch from the ending of the tube, all the way around. This was discovered before the cassette was used. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 11 of 15.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.